Manufacturer narrative:
On september 27, 2022, the mentor failure analysis lab received the device for evaluation. On october 2, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 800cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On december 10, 2021, mentor received additional information indicating that the patient had undergone capsulectomy, removal, and replacement surgery on (B)(6) 2021. In addition, the patient's capsular contracture was baker grade iii on the right breast. The information for the right breast implant has been populated appropriately. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture

Manufacturer narrative:
For 9526810: a manufacturing record evaluation was performed for the finished device 9526810 number, and no non-conformance's were identified. Manufacturing date: dec/14/2020 expiration date: dec/18/2025 for 9521216: a manufacturing record evaluation was performed for the finished device 9521216 number, and no non-conformance's were identified. Manufacturing date: nov/09/2020 expiration date: nov/18/2025 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 16, 2022, mentor received additional information indicating that during the revision surgery on (B)(6) 2021, the patient's capsular contracture has progressed to baker grade 4 and that the patient also underwent bilateral mastopexy, right breast capsulectomy placement of galaflex, and implant replacement with a new 800cc high profile implant.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. For (B)(4): a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. For (B)(4): a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone primary breast augmentation with two 800cc mentor memorygel breast implants, suffered capsular contracture (baker grade unknown) on an unspecified breast, post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since it was not specified which breast had the capsular contracture, both the left and right breast implant's information will be provided. When clarifying information is received, a supplemental report will be submitted.